Event description:
An eye care practitioner reported that a pt experienced moderate burning sensation, left eye, after lens removal associated with use of clear care lens care solution. F/u info received on (B) (6) 2010 - examination revealed significant corneal staining (>50%) and edema after two weeks. Referred to ophthalmology for further eval. Diagnosis of limbal stem cell deficiency related to chronic contact lens wear. Treatment consisted of doxycycline 50 mg 1xd, preservative-free dexamethasone drops 2xd and preservative-free artificial tears. Event resolved with no effect on visual acuity. No lens wear for six months. Considering lasik eye surgery in future.

Manufacturer narrative:
This case is considered as a significant epithelial loss. A manufacturing investigation is underway. If any abnormality is found, a f/u report will be provided. (B) (4).